Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data showed oversensing on the ventricular channel.

Event description:
It was reported that the patient went into a supra ventricular tachycardia (svt) during intercourse and the device and right ventric ular (rv) lead started t-wave oversensing (twos). This resulted in an inappropriate shock for the patient. The device was reprogrammed and both the implantable cardioverter defibrillator (ICD)  and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went into a supra ventricular tachycardia (svt) during intercourse and the device and right ventricle ular (rv) lead started t-wave oversensing (twos). This resulted in an inappropriate shock for the patient. The device was reprogrammed and both the implantable cardioverter defibrillator (ICD)  and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high right ventricular and superior vena cava (svc) defibrillation impedance as well as noise. The implantable cardioverter defibrillator (ICD) and rv lead were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.